Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call of not being able to exit the "preparing to prime loop. Customer was advised to hold down the act button until second series of beeps and or numbers appear. Customer only received beeps. Insulin pump also received a compromised force sensor alarm, and failed battery test alarm. Customer was advised that insulin pump would need to be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm, missed bolus reminder alert and prime/fill anomaly due to the motor error alarm. The pump passed the displacement, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and was tested with no failed battery test alarm noted. The pump had cracked battery tube threads, a cracked reservoir tube lip, a missing end cap sticker and minor scratches on the display window.